Event description:
Advocate states that her husband received blood results of 110,71 and 81mg/dl on his contour meter. He re-tested using a different meter and received a result of 400mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter and strips were sent to the customer but he has no more strips to return for evaluation. Strip information could not be provided, so meter information was given.